Event description:
Patient injured her right arm twice on the rough edges of her IV pump. After her first skin tear on the pump, the staff covered the rough edges with gauze, however later she still cut her skin on the rough edges. Rn told by patient that she "bumped into IV pump and cut arm", noted a small 1" skin tear to right lower arm, cleansed area, applied neosporin and tegaderm. Patient states, "this is the second time this happened in the last couple days". Patient denies pain. The nurse states that she personally thinks the pump edges are rough.